Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the failure could not be confirmed. However, the issue likely occurred due to the following: printed circuit (cp) board of the device (cv-290) that controls the video board, freeze control, release control, enlargement, emphasis, and other video parameter settings was temporarily defective due to some factors such as the effects of long-term use of the device. The root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)).¿ ¿the number of years is the number of years when proper use such as pre-use inspections and periodic inspections shown in this package insert and ¿instructions for use¿ are performed within the durable period, and when repair or overhaul is required according to the inspection results.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography, the xenon light source had the hd display, sd display, and all endoscopic images/patient information disappeared. All freeze and release operations are no longer accepted. (There is no operation sound from the remote.) Hospital staff tried turning the power back on, attaching and detaching the endoscope, and wiping the electrical contacts, but nothing worked. During troubleshooting, the equipment was restored, the procedure was completed using the same set of equipment. Although the case time was extended by about 10 to 15 minutes, there were no reports of patient harm. This medical device report (MDR) is related to the following patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.